Event description:
A healthcare professional reported that was injected in the chin with 1 cc of juvéderm® voluma¿ xc. Patient was presented with immediate discoloration. The hcp suggested that the patient apply a warm compress and be injected with 5cc of hylenex. On the 2nd patient visit the patient was injected with 1800 of 2 more cc of hylenex. Hcp also suggested that the patient take 2 baby aspirins that day and the next day.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.